Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, low high voltage (hv) impedance was noted on the right ventricular (rv) lead. The event was attributed to suspected rv lead damage. Diagnostic imaging was performed but the suspected damage could not be confirmed. Technical support was contacted and recommended rv lead replacement to resolve the event. The rv lead was capped and replaced to resolve the event. The patient was stable.